Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on the right atrial (ra) channel and crosstalk on the right ventricular (rv) channel. As a result, false pacemaker mediated tachycardia (pmt) events and inappropriate atrial tachy response (atr) episodes were stored. Sensitivity adjustments were already performed, however, technical services (ts) discussed further reprogramming options. No adverse patient effects were reported. This crt-d remains in service.